Event description:
Customer reported a leak of tpn from the inline filter. The patient woke up all wet and covered in tpn. The staff saved the tubing. They estimate the patient didn't receive the tpn for two hours, by the time it was discovered and new tubing was placed. There was no report of patient harm or medical intervention required. Customer stated no further patient/event information is available at this time.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.